Manufacturer narrative:
This event occurred outside the u.s. Where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that external pulse generator (epg) presented a failure on the screen and stopped working. The status of the epg is unknown. There was no patient involvement.